Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. After a filter wire crossed the lesion, a 2.5mm x 15mm non-bsc balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. A 2.75mm x 12mm nc emerge® balloon catheter was then advanced to perform the pre-dilatation. However, during inflation at the rated burst pressure, the balloon ruptured due to the calcification and the procedure was ended. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a 14mm longitudinal tear starting at the proximal balloon cone. The tip is damaged. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred the 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. After a filter wire crossed the lesion, a 2.5mm x 15mm non-bsc balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. A 2.75mm x 12mm nc emerge balloon catheter was then advanced to perform the pre-dilatation. However, during inflation at the rated burst pressure, the balloon ruptured due to the calcification and the procedure was ended. No patient complications were reported and the patient's status was stable.